Manufacturer narrative:
H3 - device evaluation: lens was returned in a microcentrifuge vial, dry with residue/debris on the product. Visual inspection found the lens haptic broken. Dimensional inspection found the lens within specifications. Claim#: (B)(4).

Manufacturer narrative:
Type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6; -11.5/2.5/051 (sphere/cylinder/axis) implantable collamer lens into the patient's left eye (os) on (B)(6)2024. The patient experienced low vaulting. On 03-mar-2024 the lens was exchanged with a same length lens but different axis. This resolved the problem. The cause of the event was reported as unknown.